Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to charge to set energy. The complainant powered the unit on and off three times and 10 joules was displayed. On the fourth attempt, the medic manually adjusted the unit to 120 joules and continued care. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.